Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump battery was intermittently depleting quickly. Customer's blood glucose ranged from 108-181 mg/dl. The customer continued to use the pump for insulin therapy.